Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen ergo teal/clear pen body (lot 0411a03) with a clear cartridge holder attached was reported to have disintegrated. The consumer reported that the cartridge holder did not fit into the pen properly and that the spring arms had cracked. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with 1080061. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(4) 2009. Initial examination found one broken and one cracked engagement tab. It was unknown if this humapen ergo teal/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.